Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported "won't power up" which was reproduced when evaluation attempted to turn on the device. Evaluation found the cause to be a failed rear case. Evaluation then discovered that the device displayed a white screen caused by a failed processor printed circuit board (pcb). The failed rear case and processor pcb were replaced. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "won't power up". There was no known patient injury or medical intervention associated with this event. No additional information is available.